Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3a: sex: requested, not provided, a3b: gender: requested, not provided, a4: weight: requested, not provided , a5: ethnicity: requested, not provided, a6: race: requested, not provided , d4: lot number: unknown due to unknown lot number, d4: expiration date: unknown due to unknown lot number, d4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, h4: device manufacture date: unknown due to unknown lot number. One (l) actual sample was returned. No catheter was returned. Actual sample check. Upon closely checking the sample, the safety cover stayed near the inner needle hub and did not cover the needle tip. The safety cover of the sample was microscopically checked, wherein no anomalies that may have caused the activation failure of safety mechanism, such as missing part or deformation. Manufacture inspection record check. The concerned product is constantly produced by automated process. After a safety cover was assembled on an inner needle, the product is assembled, packaged, and boxed as an i.v. Catheter product. With respect to the shape of safety cover, a 100% visual inspection is being performed by the digital camera in the automatic inspection system installed in the process where a safety cover is assembled on the inner needle. The product with defective shape, which may contribute to safety mechanism activation failure, shall be detected as a defect, and then automatically disposed. Regarding the automatic inspection system, we perform a periodical inspection to maintain the accurate inspection performance and ensure that there is no failure in the automatic disposal system. The manufacture inspection records of the reported product code for past 6 months was traced back and reviewed. As a result, no anomalies, such as defective accuracy in safety cover shape inspection, or anomalies in the automatic disposal system, have been recorded. In addition, no defective product, which may adversely contribute to defective safety mechanism activation, has been detected. We made attempts to obtain the involved lot information, however we were not able to obtain the information. (Conclusion) we were not able to identify the root cause of the reported issue, since no anomalies, which may deteriorate the activation performance of safety cover, were noted in the retuned sample. Based on our past experiences, when an inner needle is withdrawn at an angle or rotating or too quickly, a safety cover potentially cannot activate, or safety cover may fail to cover the needle tip. Moreover, when an inner needle is grabbed by a drape or glove and advanced toward the needle tip direction after safety mechanism activated, the safety mechanism can potentially be removed, resulting in the needle tip exposed. Relevant instructions for use (IFU) reference: "if the safety mechanism fails to activate, carefully dispose the product appropriately:" "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not touch the safety cover after withdrawal of the inner needle for infection prevention." Terumo medical products (tmc) (importer) registration no. (B)(4). Is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that after placed the catheter in a patient, the inner needle was placed on a tray. When a nurse disposed of the inner needle into a sharp container, he/she accidentally contacted the needle tip, resulting in a needle stick. As the needle seemed to have the safety cover activated at first glance,the nurse could not recognize the risk of needle stick. In addition, the user mentioned the needle tip bent observed on the sample is not relevant to the reported issue. (They say the needle tip bent was created when they placed in a container for shipment to be investigated.) The actual sample photo was provided when the initial information was received. However, regarding the condition shown in the photo and the returned sample, the user insists the safety cover position of the sample has moved toward the needle root since the time of occurrence, as some time elapsed.